Manufacturer narrative:
A complete lead was returned for analysis in one piece with the suture sleeve measuring 52.5 cm with the helix retracted and clogged with blood/tissue. Visual examination found insulation cuts and stretched outer coils 21.1 cm, 22.0 cm, 22.4 cm, 22.8 cm, 23.4 cm, and 24.4 cm. From the connector pin consistent with procedural damage. X-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The helix could be extended and retracted within specification after cleaning and applying torque directly to the connector pin. The reported event of dislodgement was unconfirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital for a lead repositioning procedure. Upon review, the right ventricular lead was dislodged. The physician wanted a lead with a longer length and explanted and replaced the lead. The patient was in stable condition.